Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, de novo lesion in the distal left anterior descending coronary artery. While deploying the 3.5x18mm xience v stent, a proximal edge dissection occurred. The dissection was treated with a 3.5x12mm xience v stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.